Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose read is 428 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Unable to review alarm history screen due to corrupted history file. Unable to upload to carelink pro due to corrupted history file.